Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. Patient identifier could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 phone call; on (B)(6) 2016 phone call; on (B)(6) 2016 phone call.

Event description:
A patient undergoing an MRI exam reported hearing loss immediately after the exam. Upon follow up with the patient a few days after the exam the patient reported the hearing loss to be resolving without medical intervention.

Manufacturer narrative:
Ge healthcare performed a checkout of the equipment and a review of the logs. There is no indication of any failure. The patient was properly equipped with hearing protection. The system acoustic level was tested and meets local regulations. The patient¿s hearing loss was confirmed by an ent physician and treated with steroids. It is reported the patient¿s hearing loss remains after steroid treatment, indicating this to be a permanent hearing loss. No further actions are planned at this time.